Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified alarm. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer was reported that the insulin pump had pump error. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. The customer was also reported that the self test was passed. The insulin pump will not be returned for analysis.